Event description:
A review of service data has detected a reportable event. Upon receipt, electrode belt sn (B)(4) failed an incoming functional test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn v has been completed. Upon evaluation, there was an open green (+3.3v) wire inside the electrode belt trunk cable connector. The cause of the test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open green wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.